Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent valid altitude alarms occurred that could not be cleared. The altitude alarms were ultimately cleared. There was no reported adverse impact to the customer's blood glucose level.